Event description:
The customer reported that, during maintenance, lamp a and b errors occurred on the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The customer reported the issue was resolved by installing the correct light bulbs for the device. A review of the device history record found no deviations that could have caused or contributed to the lamp errors. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is likely the lamp errors were caused by the customer installing the wrong light bulb. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not install any lamps other than those designated by olympus. Otherwise, this instrument and ancillary equipment may be damaged, resulting in malfunction or fire." Olympus will continue to monitor field performance for this device.